Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing came apart from the site. Her blood glucose level was reported to be 400 mg/dl at the time of incident. The patient was emotional and very upset. She stated that detachment occurred on the day of this report and she had been running high since the previous day. The site location was patient's arm and the pump was located below the infusion. The infusion had been in use for a day and a half. The infusions were stored in a dry place. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.